Manufacturer narrative:
Summarized patient complications of mechanical heart valve procedure were reported in a research article in a subject population with multiple comorbidities including coronary artery disease, diabetes, hypertension, smoking history, history of dialysis, history of neurological disease, atrial fibrillation, mitral valve pathology (rheumatic, post-endocarditis, and degenerative). Some of the complications reported were atrial fibrillation, permanent pacemaker implantation, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "the impact of complete versus partial preservation of the sub-valvular apparatus on left ventricular function in mitral valve replacement"

Event description:
The article, "the impact of complete versus partial preservation of the sub-valvular apparatus on left ventricular function in mitral valve replacement", was reviewed. The article presented a respective, single center study to investigate the impact of partial preservation of the mitral apparatus (mvr-p) and complete preservation of the mitral apparatus (mvr-c) on baseline and 3-months postoperative left ventricular (lv) ejection fraction (ef) and global longitudinal strain (gls). Devices included in the study were edwards perimount magna bioprosthesis valve, carpentier edwards pericardial bovine valve, sjm st jude mechanical valve, carbomedics (carboseal) valve, and sorin bicarbon valve. The article concluded that mitral valve replacement (mvr) with complete preservation of the sub-valvular apparatus shows a favorable impact on the longitudinal function of the heart at 3 months. Further studies with larger patient numbers are indicated to investigate the long-term results of this surgical approach. [The primary and corresponding author was (B)(6)]. The time frame of the study was from june 2008 to june 2017. A total of 48 patients were included in the study, of which it was not reported how many received an abbott device. For the mvr-p group, the average age was 60y ears and the majority gender was male. For the mvr-c group, the average age was 57 years and the majority gender was female. Comorbidities included coronary artery disease, diabetes, hypertension, smoking history, history of dialysis, history of neurological disease, atrial fibrillation, mitral valve pathology (rheumatic, post-endocarditis, and degenerative).